Event description:
It was reported that post an appendectomy procedure, the accustick ii w/o wire broke off in the patient. During fluid collection post procedure, the physician inserted the wire into the needle and there was some resistance noted. The physician felt at this point that the wire had kinked. They used the dilator to help advance the wire and part of the wire broke off. The physician believes that the dilator sheared off the end of the wire. There was no issue with the introducer sheath. The proximal portion of the wire, the introducer sheath and the dilators were removed as a system. The distal section of the wire was left inside the patient. No attempt was made at retrieval. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).